Manufacturer narrative:
(B)(4). Date sent: 1/23/2026. D4 batch #: unknown. Additional information was requested and the following was obtained: was the tyvek damaged? No. Was the blister damaged? Yes. Was the sterility of the device compromised? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric surgery the package was found damaged before using. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/9/2026. D4 batch #: c9ex80. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was sealed inside its original packaging, and upon inspection, the blister from the packaging was found to be damaged, broken, and still adhered to the tyvek. No functional or dimensional analysis findings were reported in the investigation summaries provided. The damages found on the blister are possibly due to improper handling during transit or storage, suggesting the package may have hit a hard surface; all ees product is 100% inspected prior to release, and the information provided is routinely monitored and reviewed for associated trends. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9ex80, and no non-conformances were identified.